Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling is reportedly not device related. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced some swelling around the pinna and mastoid in (B)(6) 2022. The recipient was prescribed antibiotics. The recipient's swelling resolved.